Event description:
Litigation papers received alleging that the patient suffers from pain, aching in joint, and a popping sound when she walks. Also alleged is elevated metal ions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
Depuy still considers the investigation closed

Event description:
Asr revision.asr xl - right hip.reason for revision: pain, noise.